Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 448 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces however; no button error alarm during testing. The insulin pump was received with cracked liquid crystal display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. Cv

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.